Event description:
The consumer reported that when the patient visited her neurologist, about every six months, her implantable neurostimulator (ins) was turned off for testing. When stimulation was turned on again, it zapped her pretty good. Her fingers tingled and she got a headache. The consumer noted that he one time accidentally turned the patients stimulation off as well. The patients indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.